Event description:
Customer reported the panorama central station had an error message, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep evaluated the system. Corrections included cleaning of the system's error logs. System was tested to factory's specifications.